Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Report filed for transcatheter device paravalvular leak: 2015691-2014-03111.

Event description:
Edwards learned of a mitral valve that required valve-in-valve intervention due to severe mitral stenosis with a eoa of 0.77. Patient received implant of transcatheter valve through the existing valve. A paravalvular leak pvl was noted following implant of the first transcatheter valve leading to the implant of a second transcatheter device that corrected the pvl. Patient was noted in stable condition.